Event description:
It was reported to covidien on (B)(6) 2012 that there was an issue with a dialysis catheter. The customer reports, the pt was undergoing placement of a tunneled hemodialysis catheter which needed advancement for a kink in the subcutaneous portion under the skin. The peel away sheath was not on the catheter. The guide wires were placed in each catheter lumen and clamps applied to advance the catheter. The catheter was repositioned easily and quickly, with placement confirmed under fluoroscopy. Almost simultaneously as the guide wires were removed, the pt complained that she was short of breath. Her o2 stats and heart rate dropped. She advanced into pea (pulseless electrical activity) arrest and could not be resuscitated. Fluoroscopy images and post-mortem CT confirmed air embolism as the cause of death.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.